Event description:
Account states several nurses and techs had significant redness and irritation on forearms after scrubbing with this product. One tech took benadryl at the recommendation of a physician to clear it up.